Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant, the hemostatic valve stopped functioning because the valve part came off when the lead was inserted. A new catheter was used. No patient complications have been reported as a result of this event.